Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information from the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported skin reaction (location, severity, appearance, systemic or local reaction). Please describe any medical intervention required to treat the skin reaction including medication name and results. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Describe any medical/surgical intervention for the hematoma including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on (B)(6) 2022 and mesh was implanted. The patient reported that at his release from the hospital, the physician had recommended gentle activity and moderate walking. At the ablation of the staples on (B)(6) 2022, the nurse observed a large hematoma with pain felt by the patient. The patient consulted the surgeon, but for the surgeon, there was nothing to report. Everything was normal. During the consultation with the surgeon on (B)(6) 2022, before returning to work, the hematoma was still present and the pain was more intense when the patient walked. The surgeon said that the patient must not walk, there was nothing to report. Everything was normal. In the beginning of (B)(6) 2022, the pain was more intense when the patient practiced an activity and a slight skin rash appeared on the top of his body. The patient had consulted his treating physician on (B)(6) 2022 because the rash spread out and the patient still felt the pain. The patient experienced work stoppage and treatment with desloratadine, shower gel and creams. Treatment was ineffective because the rash will spread on almost all of the body over the weeks. Blood analysis showed nothing to report. The patient consulted the surgeon on (B)(6) 2022 for ultrasound examination results and per the surgeon, there was nothing to report, everything was normal and no link with the rash. No medication or treatment was provided, except for some painkillers when the pain is too intense. To this day the patient still has pain, fatigue, feverish state, giant hives and strong body odor (which the patient did not have before). The patient will have a consultation with an allergist at the hospital on (B)(6) 2022. Additional information has been requested.